Manufacturer narrative:
The investigation determined an event occurred where the vitros system may have aspirated from the incorrect tube/cup position of a sample tray when using a vitros 3600 /5600 system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Results code software requirement error. Code is not currently selectable in ortho's system for emdr submission. Conclusion codes quality system deficiency. Code is not currently selectable in ortho's system for emdr submission. Conclusion code design deficiency. Code is not currently selectable in ortho's system for emdr submission.

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 integrated system. The aspiration event was not successful due to an analyzer condition code and therefore, sample testing was not performed. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. Although the aspiration event was not successful and sample testing was not performed, it cannot be concluded that patient sample results would not be affected if the event were to recur with a successful sample aspiration. Since the customer did not report the event directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. (B)(4).